Event description:
Possible atrial over sensing of far r signal noted on stored egms(electrogram) possible false detection at times see episodes 90 & 89. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).